Manufacturer narrative:
Per the gore® excluder ® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to bleeding, respiratory failure and death.

Manufacturer narrative:
(B)(4). The review of the manufacturing records verified that this lot met all pre-release specifications. The images provided did not allow for evaluation in relationship to this event. Per the gore® excluder ® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to death.

Event description:
On (B)(6) 2016, the patient was to be implanted with one aortic excluder aaa endoprosthesis (c3)(rmt261412/12694186)and four gore® excluder® endoprostheses(pxt231412/14577644, pxc201400/14697576, pxc141000/15227488, pxl161407/13767400) for the treatment of an thoracoabdominal aneurysm, which was extending from the above of the celiac trunk to the common iliac artery. It was stated that the patient had hypertension, the blood pressure was ever a little unstable during the procedure. The procedure was completed successfully and the patient was moved back to the sickroom post procedure without any reported issue. In the morning of (B)(6) 2016, the patient¿s hemachrome reportedly dropped down to 6~7g/dl, and progressed respiratory difficulty problem around the noon time, therefore the patient was moved to ICU for monitoring. It was stated during the patient staying in ICU, several times b-ultrasonography inspections were performed to check if any entorrhagia existed inside the patient, but the result did not indicate any of anatomy with either entorrhagia or hematoma. On (B)(6) 2016, the patient was reportedly expired. On (B)(6) 2016, the hospital had a consultation but could not conclude the root cause of death. The patient¿s family refused a autopsy.

Manufacturer narrative:
Concomitant medical products: four gore® excluder® aaa endoprosthesis (pxt231412/14577644, pxc201400/14697576, pxc141000/15227488, pxl161407/13767400). The therapy date was (B)(6) 2016. (B)(4).